Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had a leak of gastric liquid with serious sepsis. It was mentioned that a "blue charge 45mm was used and no default in per operation."